Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 748251, serial# (B)(4), product type extension. Product ID 3389-40, lot# j0527401v, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 748251, serial/lot #: (B)(4), ubd: 03-jun-2009, UDI#: (B)(4); product ID: 3389-40, serial/lot #: (B)(4), ubd: 18-may-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the rep received a note that said contaminated as well as the possibility of infected right side dbs generator. A fax was then received from the hospital stating that generator and the wires were removed. The wound was meticulously debrided, and cultured. Antibiotic irrigation, liquids and granules were placed. The new generator was placed. It was also stated the patient tolerated the procedure well. There were no further complications reported.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 748251 lot# serial# (B)(4) product type extension product ID 3389-40 lot# j0527401v product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was stable and the issue was resolved. There were no further complications reported.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID 748251 lot# serial# (B)(4) product type extension product ID 3389-40 lot# j0527401v. Product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 748251,serial# (B)(4), product type: extension. Product ID 3389-40 lot# j0527401v, product type: lead. If information is provided in the future, a supplemental report will be issued.